Event description:
The pt fell out of bed and broke her ankle. While the implantable neurostimulator (ins) was turned on, the pt's left hand "bounces all over the place" and she didn't seem to be able to control it. When the ins was first implanted, it helped with her left hand. The pt did not recall when the left hand started "bouncing". It was also reported that the other night, the pt was feeling the back of her head and she felt wires going from the left side to the right side and then going up and in a "big swirl". The pt thought the wires were implanted to go straight up the back of her head. The pt had not felt for the wires previously. The pt did say that the falling out of bed and broken ankle did not have anything to do with feeling the leads in her head. The pt was at home. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).